Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right atrial (ra) impedance measurements and noise on the atrial channel. This was observed during pocket manipulation. Subsequently, a lead revision was performed and the setscrews on the ra lead were tightened and the issue was resolved. No further adverse patient effects were reported. The patient's ra lead is a competitor's product. This product remains in-service.